Manufacturer narrative:
A ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received information alleging a ventilator failed a test step. There was no harm or injury reported.